Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the exact expected reservoir volume (erv) and actual reservoir volume (arv) were unobtainable. It was further reported that there were no symptoms reported. It was further reported that there were no actions reported that were taken to resolve the event. It was reported that the concentration of the drug in the pump was unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, lot# n656021006, implanted: (B)(6) 2017, product type catheter.

Event description:
On (B)(6) 2017 as reported event description/report (hcp, for, other - daiichi); on (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon (unknown concentration, 85 mcg/day) via an implantable pump used for multiple cerebral infarctions. On (B)(6) 2017, during a refill, the variance was 80% or greater, so a rotor test and catheter fluoroscopy was performed. The hcp confirmed that the rotor test was rotating properly via fluoroscopy (60 degrees). It was further stated that it was difficult to insert a "catheter" (interpreted to be needle and syringe) in the access port under fluoroscopy but the catheter was managed to be inserted. About 1.5 cc of cerebrospinal fluid (csf) including the drug was aspirated. After that, the hcp infused 5 cc of contrast media (1 cc/about 10 seconds). It was stated, "as it was not clear, the physician tried to infuse additional dosage but could neither infuse nor aspirate it." The hcp may consider a catheter replacement after confirming the patient's future condition since a catheter occlusion was suspected. The outcome of the event was listed as unrecovered.